Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported a slight pull back of the patient¿s tined lead was noted on x-ray. No action had been taken. The event was ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.